Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12261. It was reported the pt heard a popping noise and sensation at the ipg when she stood up. Reportedly pain radiated to her lower extremities. The physician reported x-rays of lead and ipg showed no anomalies. F/u determined the pain had subsided, but the pt has reported the pain has returned. Reportedly the pt has an appointment with the physician.

Manufacturer narrative:
This ipg serial number was included in a field advisory and in a field action. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.